Manufacturer narrative:
Per information received on may 2, 2025, following information has been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate profile" - field d4 for catalog number has been updated to "3501680". D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 14, 2025, the mentor failure analysis lab received the device for evaluation. -field d4 primary UDI number has been updated to "00081317001294" on this form per catalog number provided. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. On may 16, 2025, device evaluation was completed as follows: mentor conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the returned device revealed that the sal smooth rnd diap 475cc breast implant was found to have a tear measuring approximately 1.0 cm on the anterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The contralateral device was also received. The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient underwent revision breast augmentation with unknown size unknown saline implants textured and experienced breast implant deflation on her left side postoperatively; diagnosed via mammogram, the patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with catalog number smpb675; serial number (B)(6) on the left side, and with catalog number smpb675; serial number (B)(6) on the right side on (B)(6) 2025.